Event description:
A 67-yr-old female pt at nursing home received local outpt surgery for removal of infected port. Port not inserted in the reporting facility. Nursing home records unclear as to where port was inserted. Pt confused and unable to assist in retrieval of appropriate record. Pt transferred back to nursing home.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: anticipated or known, inherent risk of procedure. Conclusion: there was no device failure, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.